Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. The patient¿s father reported that an inaccuracy had occurred 4 days after sensor insertion in the thigh. The patient had recently started using cgm with a receiver and with the omnipod insulin pump as the display device. On saturday (B)(6) 2024 at some point the cgm value was 400 mg/dl. Although the parent treated the child with several doses of insulin, the cgm value did not change and remained 400 mg/dl for many hours. A bg finger stick value was checked at some point. The parent did not recall the exact value but thought it was around 250 mg/dl or 260 mg/dl. He also stated before breakfast that the bg fingerstick was 261 mg/dl. The parent did not specify if the insulin administered during the evening was given through the pump or via injection. At some point the patient developed hyperglycemia symptoms. He did not feel well, his stomach hurt, vomiting, and high ketones. His parent attempted to also give him water and have him lie down in bed. On (B)(6) 2024 at 2 am they realized his bg was not going down, so they transported him to the emergency room. The father also remembered hearing cgm alarms, but did not specify which alarm he heard, and at some point, the sensor failed. The father thought the cgm high alert may have been set at 250 mg/dl. No bg finger stick value at the hospital was specified, and the patient was diagnosed with diabetic ketoacidosis. Around 5:00 am the patient was transferred to ICU. Treatment included IV insulin, potassium, and lactated ringers solution with dextrose in it. On (B)(6) 2024, although the patient remained in the hospital, his condition had improved and remained stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.